Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's concurrent conditions included hypertension, sarcoidosis, anxiety, daytime sleepiness, insomnia, joint pain, morbid obesity, neutropenia, obstructive sleep apnea syndrome, sarcoidosis, lumbar puncture, dizziness, anemia, arthritis, tonsillectomy, wisdom teeth removal, cholecystectomy, cesarean section, fever, chills, ache, sore throat, urinary tract infection and hematuria. Concomitant products included amlodipine and lisinopril. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("hormonal changes describe: sweating"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems- conditions depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced viral infection ("infection (other) describe: viral") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("low back pain") and flank pain ("right flank pain"). The patient was treated with surgery and surgery (endometrial ablation with therma choice). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hot flush, hyperhidrosis, female sexual dysfunction, viral infection, depression, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, migraine, headache, abdominal pain, back pain and flank pain outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, hot flush, hyperhidrosis, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, viral infection and weight increased to be related to essure. The reporter commented: plaintiff continues to undergo testing to determine the best way to address the problems she experiences due to the essure device. Diagnostic results: (B)(6) 2016: CT abdomen pelvis wo contrast (stone protocol) - impression- no stone disease. No inflammation, mass or obstruction. No explanation for the patient's symptoms. (B)(6) 2016 impression: unremarkable CT scan of the brain. Most recent follow-up information incorporated above includes: on 12-jun-2018: information from pfs and mr. Patients demographics added. New events added: hot flashes, sweating, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), infection (other) describe: viral, depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, psychological or psychiatric problems- conditions, migraines, headaches, abdominal pain, low back pain, right flank pain and no essure confirmation test. Plaintiff underwent endometrial ablation with thermachoice for menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff continues to undergo testing to determine the best way to address the problems she experiences due to the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.